Manufacturer narrative:
Follow-up #1: date of submission: 11/30/2016. Evice evaluation: the pump has been returned and evaluated by product analysis on 11/07/2016 with the following findings: the complaint could not be confirmed or duplicated on investigation. The pump¿s sound features functioned normally during investigation. The pump casing was opened and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone/vibration (audio tone issue) issue. Reportedly, the pump was emitting an ¿iiiiiiii-sound¿. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because it is unknown if the issue impacted insulin delivery or not.